Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The customer originally reported that the sealing was incomplete. When the device was returned for evaluation, initial inspection discovered that the cam pin at the jaw was missing. The reported condition of the device not sealing with end tones being heard was not confirmed. The jaws could not close to grasp tissue; therefore, a seal could not be completed as regrasp alarms were generated repeatedly. The investigation identified the root cause of this event to be an incorrectly placed laser weld during manufacturing. The pin is welded on both sides of the jaws and the laser missed the seam holding the pin to the push rod on one side. No trend has been identified for this failure mode. Covidien is currently investigating for corrective action. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer provided further information. The location of the cam pin is unknown. As a result, the surgeon will recommend the patient have a cat scan.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that sealing was incomplete during a lobectomy. There was no bleeding, nothing fell into the patient cavity, and there was no injury. It was later confirmed by medtronic (B)(4) qa that the cam pin at the jaw end was no longer on the device. The customer had previously confirmed that nothing fell into the patient's cavity.